Event description:
Caller states the patient tested 1.4 inr and 2.0 inr on the coaguchek system. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.